Event description:
It was reported that during a da vinci hernia repair procedure, the cable on the prograsp forceps instrument broke at the tip. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient. The planned surgical procedure was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per customer reported complaint, failure analysis investigation found a derailed grip cable at the distal clevis hub. The hub did not exhibit any wear. Other cables at the wrist were not damaged. Failure analysis investigation also found various scratch marks with light material removal at the distal end of the main tube. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.